Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. (D11) concomitant device(s): logic tibia ps mod insrt sz 2 9mm (cat# 02-012-35-2009 / sn#(B)(6). Three peg patella 32mm (cat# 200-02-32 / sn#(B)(6).

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): logic tibia ps mod insrt sz 2 9mm (cat# 02-012-35-2009 / sn# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / sn# (B)(4)).

Event description:
As reported this (B)(6) y/o female¿s right knee was revised due to aseptic loosening of the femoral component. The initial rtk procedure was on (B)(6) 2010. Revision was done on (B)(6) 2019, during which the femoral component was revised to a cc femoral component; psc tibial insert; and 32mm patella. Parts were retrieved for return. The patient left the or in stable condition. Patient was last known to be in stable condition following the event. Patient has medical history of obesity. The tibial tray (cn: 02-012-41-2020, sn: (B)(4)) was well-fixed at the time of the revision and therefore not revised.